Event description:
A surgeon reported that following cataract extraction and implantation of an intraocular lens (iol) a pt has noticed a black area in temporal vision. The area was described as pulsating at times.

Event description:
During a follow-up visit with the surgeon, the pt was examined and decentration was identified between the rhexis and lens between 1 and 5 o'clock with close to 1 mm distance between them. This finding may be a contributing factor to the pt's complaint of seeing a dark shadow in their temporal vision. The pt's best corrected visual acuity is 20/20.